Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred during drain one on the home choice (hc). The home patient (hp) thought it was from not draining the solution they were filled with from a manual day exchange. The hp felt bloated. The hp stated the initial drain volume (dv) equaled 15ml, so the hp filled and drained out the manual fill volume (fv). The hp stated the fv equaled 2000ml. The hp stated the initial drain alarm equaled 0ml. The tsr explained the alarm and explained the hp would need to use manual supplies. The tsr arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was a use error with the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.